Manufacturer narrative:
Additional information: it was confirmed the aneurysm rupture onset and resolution date was four days later than previously reported. The site has assessed this event as related to the device and not related to the procedure. It was confirmed that a CT with contrast showed the number of additional endurant device implanted was one. The ib endoleak event has been assessed by the sponsor as possibly related to the device and not related to the procedure. It has been assessed by the site as not related to the procedure and related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the patient presented with an aneurysm rupture which was related to a type ib endoleak in the right common iliac artery. The event was resolved by implanting a distal extension of the right stent graft. The event was assessed by the investigator to be related to the device and procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it has been confirmed that the patient died due to an unknown cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information it was confirmed that the event date of the type ib endoleak is the same as the aneurysm rupture. It was reported that an additional endurant was implanted on an unconfirmed date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nlw1616c120ee, serial/lot #: (B)(4), ubd: 19-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date as part of the engage study. It was reported that the patient presented with an aneurysm rupture on an unknown date and a secondary procedure was carried out. The event was not assessed by the investigator. The sponsor assessed the event to not be related to the procedure and possibly related to the device. No additional clinical sequelae were reported and the patient is being monitored.